Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvmb11, (imp, tsv, mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed, visual evaluation of the as returned product packaging identified the outer boxes and vials were already opened. The implant labels and IFU were inside the outer box. Tamper seal ring was identified broken on both outer vials. The coob is non-verifiable as the condition of the packaging when received by the customer is unknown / non-verifiable. This complaint refers to the tsvmb11, (imp, tsv, mcol mg,3.7mm,11.5mml) DHR review was completed for the subject lot numbers (1255487 and 1255083). No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot numbers (1255487 and 1255083) for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect or missing label and incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was a result from mishandling of products outside of zimvie controls. Based on the available information, the packaging malfunction could not be verified, and the reported events were non-verifiable. The coob is non-verifiable as the condition of the packaging when received by the customer is unknown / non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age at time of the event: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. Additional device information: unknown / not provided. Device manufacturer date: unknown / not provided.

Event description:
Doctor reported that when opening the packaging for one implant placement he noticed that both implants were missing in their respective packaging. According to cs the labels were missing, too. Procedure has been completed using a new implant from doctor's stock.